Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, patient initially had a 31mm edwards ce porcine valve in the mitral position. The first valve started in good position but due to balloon interference with the prosthetic valve caused the sapien to dive in and was barely hanging on. The first valve landed mid way between the sewing ring and the outflow of the ce valve. According to the fcs the deployment started a couple of millimeters more distal than ideal and the when the proximal shoulder of the commander balloon contacted the sewing ring it watermelon seeded the valve distal. A second s3 valve was placed in good position anchoring the first valve in place. The patient tolerated the procedure well.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: valve appears to be positioned low (too ventricular). The valve was canted within the landing zone. During deployment, the delivery system moved forward resulting the valve being implanted more ventricular. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, a device history record review (DHR) is not required. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, a lot history review is not required. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3s3u, procedural training manual, supplement procedural training manual (sapien 3 valve-in-valve mitral position) and no IFU/training deficiencies were identified. The complaints for "malpositioned thv" was confirmed from the imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of complaint history did not reveal any manufacturing nonconformance contributed to the reported event. A review of IFU/training manual revealed no inadequacies. As reported, "the first valve started in good position but due to balloon interference with the prosthetic valve caused the sapien to dive in and was barely hanging on. The first valve landed midway between the sewing ring and the outflow of the ce valve." Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. Per complaint description, fcs stated "the deployment started a couple of millimeters more distal than ideal and the when the proximal shoulder of the commander balloon contacted the sewing ring it watermelon seeded the valve distal". Review of imagery revealed that the thv was initially positioned low (too ventricular) within the pre-existing surgical valve. If the thv was positioned improperly within the pre-existing bioprosthesis before deployment, it can cause the thv to malposition from the intended location. In addition, imagery review also revealed that the delivery system moved distally during deployment. Navigating through a tortuous pathway may create tension in the delivery system. If the stored tension in is not released prior to thv deployment, it may result in thv malposition during deployment. As such, available information suggests that procedural factors (improper/low thv positioning, not release of stored tension prior to deployment) may have contributed to the reported event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.